Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was driven to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness and disorientation; she was also diagnosed with vertigo. The patient was treated with a bag of intravenous fluids and treated for vertigo with meclizine. Patient was also prescribed meclizine (25mg), to be taken 3 times daily. She was released after spending 4.5 hours in the ER. Patient had recently had covid 19, and believes she had recovered by the time this medical event was reported.